Event description:
Reportedly, instrument locked on tissue, pulled off in the locked position, bleeding occurred. Once bleeding was stopped, procedure was continued. No other information was provided. Procedure unk.